Event description:
The customer reporte that while the unit was in use on a pt, they observed excess condensation in the catheter extender, fill, and purge tubing. The pt was switched to another unit and therapy was continued. No pt injury was reported.